Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies, was advised not to use non-tandem charging equipment except when instructed for troubleshooting, acknowledged this guidance, and no further assistance was required once pump began charging again.